Event description:
It was reported that during a coronary angioplasty procedure, deflation difficulties were encountered. The lesion being treated was a severely tortuous, moderately calcified left anterior descending (lad) artery. The physician was predilating the lesion with the maverick otw 2.5 x 15 mm balloon. After inflating the balloon without incident, the balloon would not deflate. The physician removed the inflation device and attached a 20 cc syringe to the catheter and pulled negative. After approximately 20 seconds the balloon deflated. There were no pt complications. The physician was able to successfully complete the procedure.

Event description:
It was further reported that the lesion was a 95% stenosed, heavily calcified, tortuous, de novo left anterior descending (lad) lesion. The lesion was predilated several times with a 15 mm and a 20 mm balloon. There were no problems noticed with the device during preparation.